Event description:
It was reported that the customer was hospitalized a high blood glucose (bg) level of 292 mg/dl with high ketones that were deemed dangerous by healthcare professionals. The customer was treated with intravenous fluids, oxygen, and cooling blanket for fever, which resolved the issue. The customer was released on (B)(6) 2025 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.